Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received. One event was confirmed to have a broken, but however, the device was found to be within specifications. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which an accessory broke in the device. There was patient involvement; no patient impact.